Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion, calcification (approx. 10%). A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product and right-side wrinkling.". Additional event of "double capsule" and adhesion. Additionally, nurse confirmed "capsular contracture baker grade IV". The device has been explanted. This record is for the right side.